Event description:
As reported by user facility: the customer orders the empty 150 ml pab mixing container, and residual clear fluid was observed in the bags from lot: j4s670. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). A b. Braun case (sequential #: (B)(4) was received with a total of fourty-four (44) intact pab units from lot: j4s670 (s5904-52). The pab mixing containers were submerged in water, and no signs of leakage were detected. Per the pab subject matter expert (sme) evaluation, there was no defect observed on the returned units such as particulate matter. The residual fluid observed in the pab empty container was determined to be moisture/droplets inside, and this is normal for sterilization purposes. According to the pab mixing container 150 ml directions for use: contains a small amount of water for steam sterilization, which is considered normal. This residual fluid is part of the sterilization process and does not compromise the integrity or safety of the product. Review on the non-conformance system database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in-process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.